Manufacturer narrative:
The insulin pump received with prime alarm during basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during the infusion set change. The current blood glucose reading is 216 mg/dl. Customer states the drive support cap is protruded. Advised customer that the insulin pump must be replaced. Nothing further reported.